Manufacturer narrative:
Event occurred due to inability of user to maintain correct placement of delivery catheter, resulting in sir-spheres microspheres being incorrectly deliver to the small bowel. He delivery catheter was a boston scientific renegade hi-flo catheter which was not supplied with the sir-spheres microspheres. No surgical intervention required at time of report. Sirtex will continue to provide extensive training on the use of sir-spheres microspheres to customers, including on proper catheter placement techniques. No further corrective or preventive action considered necessary.

Event description:
Upon initial (first) aliquot of sirspheres delivery, the ir noticed that catheter had migrated back into the sma. He stopped infusion immediately. He suspected that based on where the catheter was when he checked flouro, that there was a high probability that activity would have made it to the small bowel. Nuc med imaging confirmed this. He sought and received consultation from several high volume y90 users/proctors on how to best mitigate potential adverse side effects, and how best treat and follow the patient. By the next morning the nuc med team had estimated that approx. 7.8 mci of y90 was delivered to small bowel. At the time of this report, no surgical intervention has been required. Prophylactic medications were recommended by proctors as well as medical director. In addition, an aggressives surveillance program was suggested.